Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during placement of an embolization coil, the coil stretched after being over-manipulated and then detached during an attempt to remove it from the aneurysm. Approximately 1 cm of the coil extended outside the aneurysm; therefore, a stent retriever was used to remove the coil segment from the patient. There was no reported patient injury. The patient's current condition is reported to be "fine and well."

Manufacturer narrative:
The implant was found still attached to the pusher. There was no notable damage to the implant. The heater coil did not have any signs of thermal detachment. The transition area of the pusher was damaged. The rest of the pusher was undamaged. The reported complaint is unconfirmed. The investigation of the returned coil system found the implant to be attached to the pusher with no signs of activation using a detachment controller. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. This coil does not appear to be the coil described in the complaint as it was not separated from the pusher. There is no evidence of this coil coming in contact with a retrieval device. The root cause cannot be determined.